Manufacturer narrative:
Correction - h6 (device code) the reported event could not be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿ there at least two reasons for the surgeon to exchange the liner. First to have better access to the joint and second because the valgus may have caused asymmetric deformation of the liner. It is less evident that the implant itself is the cause of pain, yet we cannot ¿see¿ pain on whatever imaging clinical technique, and we do not have sufficient clinical information.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. According to the hcp, there can be two reasons to exchange the liner, either to have better access to the joint or because the valgus may have caused some deformation to the liner, here with the given information the exact cause cannot be assessed. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report. The physician plans on poly exchange, gutter debridement, and possible talar component revision if loose. The physician might even do a 1st metatarsal osteotomy. The patient has developed pain with slight collapse into varus.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report. The physician plans on poly exchange, gutter debridement, and possible talar component revision if loose. The physician might even do a 1st metatarsal osteotomy. The patient has developed pain with slight collapse into varus.